Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the surgeon regarding the patient's outcome indicated the topography reading was 13 diopters (d) of astigmatism, while the phoropter reading was 3 d. Sutures were removed and the patient visual acuity is improved to 20/25. The topography ready for astigmatism was o.5 d.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An operating room supervisor reported that during a cataract extraction with intraocular lens implant procedure, the patient experienced a corneal burn. The surgery was completed. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4)

Event description:
A completed questionnaire by the surgeon was received indicating the burn occurred during the initial groove after viscoelastic material was removed. The cataract was very mild to moderate density. The tip was not occluded. The patient has 13+ diopters of astigmatism. A scleral relaxation flap was performed and sutures placed. Patients symptoms still persist.

Manufacturer narrative:
Supplemental medical device report (smdr) #03 is being filed to correct the date received by MFR on smdr #02 report, filed earlier. Incorrect date of 6/28/2016 is being corrected to 07/14/2016. (B)(4).

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported ¿during cataract removal, there was a corneal burn from a handpiece.¿ this is a (B)(6) male patient experienced a corneal burn during the cataract removal on the left eye (os). The surgery was performed on (B)(6) 2016. The handpiece was used and is being returned for evaluation. Questionnaire review: ophthalmic viscoelastic device (ovd) used during the case. After the ovd was aspirated the phacoemulsification started. The burn occurred during the initial groove. Mild to moderate lens density was noted for this (B)(6) patient. A flared tip was used and ¿no occlusion appeared,¿ per the surgeons¿ description. Additionally, the surgeon alleges the phaco tip was a contributing factor to this event. Pre-operative review: uncorrected visual acuity (ucva): 20/50-, best corrected va (bcva): 20//50-. Refraction -0.75 +1.25d x180 on (B)(6) 2016. The patient had no previous ocular or medical history was noted. Surgical data: a superior incision was listed as the location. A relaxed flap was created in the sclera and two sutures were placed. The patient was not hospitalized. Post-operative review: ucva: 20/400, bcva: 20/250, refraction: 0.0d +3.00 x 136 on (B)(6) 2016. Outcome review: +13.00(d) diopters of (on-going) astigmatism was confirmed, per the topography readings. However on the phoropter readings were +3.00d. The patient returned to the surgeons¿ office for an examination. The surgeon confirmed he removed the stitches and the patient was seeing 20/25 without correction. Topography reading for the final astigmatism was +0.50d. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. However, the phaco handpiece was returned for evaluation. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no related issues. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system after running for 5minutes on 100%torsional and ultrasound power and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests within stroke specifications. No phaco tip (unspecified product) was returned. Additionally, no lot number was identified with this complaint, as such; the lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined, based on the information obtained. (B)(4).